Event description:
It was reported that, "patient was dislocating so dr. (B)(6) took out +0 head and put in a +10."

Manufacturer narrative:
An evaluation of the devices cannot be performed as the device was not returned to the manufacturer. Additional info (including x-rays and medical records) was requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.